Manufacturer narrative:
The pump was received on 2/7/97 and complete visual and functional testing was performed. The pump was found to meet all MFR's specifications.

Event description:
It was reported that an overinfusion of nipride occurred. There was no resultant pt complication.